Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site could not confirm or duplicate the customer complaint but found that the green cable was split and the blue cable had a nick. To correct the issue, the blue rotational and green translational cables were replaced. The unit was serviced, repaired and passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported by the customer that while preparing to perform a breast biopsy, an error code was received. Troubleshooting steps were followed. The breast had not been pierced. The case was cancelled and the patient was rescheduled in two weeks.